Manufacturer narrative:
(B)(4). Fisher and paykel healthcare (f&p) are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in hong kong reported that three z41002 autofeed chamber as part of the 950a82 f&p 950¿ adult ventilator dual heated circuit kit (with pressure line), had dents in the base of the chamber. There were no reported patient consequences.

Event description:
A healthcare facility in hong kong reported that three z41002 autofeed chamber as part of the 950a82 f&p 950¿ adult ventilator dual heated circuit kit (with pressure line), had dents in the base of the chamber. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Corrections: section d4: UDI left blank as the information was not provided by the healthcare faciltiy. Section g4: the 950a82 f&p 950¿ adult ventilator dual heated circuit kit (with pressure line), is not sold in the united states of america (USA) but instead a similar product, 950a82j f&p 950¿ adult ventilator dual heated circuit kit (with pressure line) is sold in the USA. Therefore, the 510(k) number for the 950a82j f&p 950¿ adult ventilator dual heated circuit kit (with pressure line) has been used. Method: one of the subject z41002 autofeed chamber as part of the 950a82 f&p 950¿ adult ventilator dual heated circuit kit (with pressure line), was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the subject device revealed no damage to the chamber dome and float system. Two small dents were found in the chamber base, confirming the reported malfunction. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the z41002 autofeed chamber, as part of the 950a82 f&p 950¿ adult ventilator dual heated circuit kit (with pressure line). Based on our knowledge of the product, the reported malfunction may have occurred during transport or storage of the product. Every z41002 chamber complete autofeed 900 is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject chamber would have met the required specification at the time of production. Our user instructions that accompany the z41002 chamber complete autofeed 900 state the following: - "do not clean or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "do not use the chamber if it has been visibly damaged or dropped." - "set appropriate ventilator or flow source alarms to monitor therapy delivery." - "perform a pressure and leak test on the breathing system before connecting to a patient." - "use usp sterile water for irrigation, or equivalent. Adding other substances may have adverse effects."